Event description:
The following was reported to hamilton medical ag: a customer had a problem with an insperatory port p.n. Msp161243: leak 8.6. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).